Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a fall in the (B)(6) of 2017 and had their device check and they had loss efficacy and the ins was replaced after that. Patient said there was a problem with the nodes or wires but it got fixed. No further complications were noted or anticipated